Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2 ml of juvéderm® volux¿ in lateral regions of the chin, central area and c1, without intercurrences. On the same day the hcp applied 2 ml of juvéderm voluma® xc to the medial malar regions. The patient was also injected with 1 ml of restylane® kysse. Approximately 5 weeks after the procedure the patient started to have edema on one side of their chin which progressively increased. The patient considered treating themselves with a simple etip but was initially advised to take predsin®. The symptoms got progressively worse so the patient went to the hcp who prescribed them clavulin® and maintained on predsin 40 mg/d. Two days later, the patient returned to the clinic with very intense edema. The next day an ultrasound of the face was performed and the doctor tried to hospitalize the patient for suspected facial cellulitis without success. An infectious disease specialist advised to change the antibiotic to ciprofloxacin and clindamycin and get blood count taken which showed leukocytosis and elevated crp. Hcp punctured the patient¿s chin to collect a secretion before changing the antibiotic, but to no avail. After 3 days, it was still very swollen and the patient underwent drainage with an oral and maxillofacial surgeon, via a submental approach. There was a detachment of the entire chin and drainage of the bloody secretion with the birefringent filler interspersing the material, which was sent for culture and bacteria and mycobacteria. The results were ¿negative.¿ one day after the drainage, hcp washed the area with a solution of munhoz cavalieri-hyaluronidase + sf0.9% + lido + ophtac. 3 days later, patient experienced swelling and induration of the chin, lips and malar regions came back. Hyaluronidase was again applied to the chin and 7 days after drainage, pure hyaluronidase was again applied to the lips, malar regions, and chin. Induration persists in the chin, lips, and malar regions, despite the continued use of predsin10 mg/d. A CT scan was performed over the entire face of the patient which ruled out infection of the sinuses or dental focus. The syringe was discarded after application. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volux¿